Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, pre-close placement of the sutures was achieved in a mildly calcified femoral artery using perclose proglide devices. A 6-french sheath was placed. Reportedly, the sutures of the first device were deployed and set to the side. The sutures of a second proglide device were sequentially deployed 60 degrees opposite in orientation and set to the side. After suture deployment of the second proglide device, the lever was released (returned to its original position), but the foot could not be fully refracted causing difficulty removing the device. The device was removed by pulling it out from the vessel. Sequential dilation of the arteriotomy site was performed using 8-french sheath than a 20-french sheath. After conclusion of the aaa repair procedure, the knots from the two proglide devices were sequentially advanced and tightened, but bleeding continued. The suture was removed and a non-abbott device was used to achieve hemostasis. During the aaa repair procedure general anesthetic was used with no change due to the complication with the device. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Reportedly the common femoral artery was mildly calcified. The instructions for use state under special patient populations that the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site. The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information. The other perclose proglide device, referenced is being filed under a separate medwatch manufacturer report number.